Event description:
A nurse contacted baxter (B)(4) regarding a minicap of a transfer set, that started to leak after the first continuous automated peritoneal dialysis change. The nurse stated that solution flowed out of the edge of the minicap. The minicap was set on the home patient (hp) and the hp went to the hospital and got the minicap changed. There was patient involvement, but no patient injury or medical intervention indicated at the time of this report.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation. One used set with cap on dark blue connector and no cap on patient connector was received for evaluation in reference to leak. The set was functionally hand tightened with a (B)(4) lab titanium adaptor without difficulty. The set was then tested underwater at 8 psi with leak noted during clamp function and no tubing leak noted. Set was visually inspected and noted that one of the occluder feet was broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. A follow-up report will be filed should additional information become available.